Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation of a complaint involving epicenter. It was reported there were sample matching problems. The instrument was matching samples to the wrong patients. No other issues were reported. Bd investigated the issue. This is a workflow error. The lis is resending used accession numbers. Epicenter works as designed. Bd changed the accession numbers of all samples from 2024 by adding ¿24¿ at the end. This removed the inconvenience from happening again. The issue is resolved. This is unconfirmed failure of a bd product. Review found complaints of this type were under statistical control for the month of july. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Event description:
It was reported that while using bd epicenter¿ data management system, 2 sets of blood cultures incorrectly associated with a 2024 patient record with the same request number. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ data management system, 2 sets of blood cultures incorrectly associated with a 2024 patient record with the same request number. No patient impact reported.